Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A supplemental report will be filed when the platform is returned and investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, the autopulse platform (sn (B)(4)) was used on a patient operating with continuous compression for an unspecified time. The platform gave a loud popping sound inside the platform and stopped compression. The platform displayed a system fault message. The crew immediately performed manual CPR. A return of spontaneous circulation (rosc) was not achieved. The patient was pronounced deceased. The user did not attribute the death of the patient on the autopulse platform. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR.

Event description:
As reported, the autopulse platform (sn (B)(4)) was used on a patient operating with continuous compression for an unspecified time. The platform gave a loud popping sound inside the platform and stopped compression. The platform displayed a system fault message. The crew immediately performed manual CPR. A return of spontaneous circulation (rosc) was not achieved. The patient was pronounced deceased. The user did not attribute the death of the patient on the autopulse platform.

Manufacturer narrative:
The reported event was not confirmed during functional testing and archive data review of the autopulse platform (sn (B)(4)). The probable root cause related to the complaint of loud popping sound when the platform stopped might be caused by a broken lifeband breakaway link. This is a safety feature of the lifeband to avoid over compression on the patient. During initial functional testing, no issues were observed. Data archive review was not able to verify customer complaint. As part of routine service during testing, the platform was found to have a hole on the load plate cover and the drive shaft was exhibiting binding and resistance. The load characterization check identified defective load cells. These observations were not related to the reported event. After replacement of the load cells, load plate cover and the deburring the clutch, the platform was functionally tested and operated as intended. The platform passed all testing specifications with no further issue observed. The autopulse platform is a reusable device and was manufactured on 01 oct 2010. The platform is 8 years old and has not seen a regular preventive maintenance. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).